Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available, a supplemental MDR will be submitted accordingly.

Event description:
(B)(6), is a 15-year-old male with a previous history of osteosarcoma in the right distal femur. He had a primary resection and jts distal femoral reconstruction, as well as a subsequent distal femur revision construct placed in august 2023 (c23-284). Previous revisions were manufactured by stryker/stanmore and onkos surgical. The previous stryker/stanmore case numbers were pin (B)(4), , pin (B)(4), (B)(4), , pin (B)(4), and pin (B)(4) . The previous onkos revision was c23-284 (which was a revision of a stryker/stanmore case). The device in-situ needed to be revised with a shorter component intended to ease the patient's movement in flexion and raise the joint line, and the patient still had growth left in the affected leg. A patient-specific, revision expandable prosthesis implant was required in order for to achieve limb length equality keeping up with his natural growth. Onkos surgical manufactured the revision implant (c23-496) in september 2023 with a surgery date of (B)(6) 2023.